Event description:
During a cardiopulmonary bypass procedure, the molded plug end which plugs into the hosp receptacle was found to be broken. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.